Event description:
Pt was treated in 2004. At about two weeks post treatment the pt developed edema, blistering and full thickness (sub mental) burns on the chin and corner of mouth. Follow-up in 10/2004: within one month of onset the blisters, edema and burns on the chin had all resolved. A new finding of slight indentation (about 1mm deep) and patchiness was noted on the right cheek. Most current follow-up in 02/2005: in 2005 the doctor injected fat into the devoted scar on the upper lip.